Event description:
The customer reported the system displayed an a/d channel failure that prevented the system from completing booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.